Manufacturer narrative:
This report is submitted on oct 04, 2021.

Event description:
Per the clinic, the patient experienced a skin breakdown (date not reported) which was treated with topical antibiotics (date and duration not reported).